Event description:
Customer reported that a pt underwent an umbilical hernia repair in 2009. The pt presented with an infection in the same month. The site was open. An incision and drainage was performed with wound vac. Additional info was requested; no further info was received.

Manufacturer narrative:
Date sent to FDA: 03/04/2009. Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.